Event description:
It was reported that the catheter shaft broke. The target lesion was located in below-the-knee artery. A 2.5mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, the catheter shaft part broke making it difficult to push or delivered to the lesion site. The device was removed intact from the patient's body without any problem. The procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the balloon found no issues. The markerbands and blades and tip section of the device were visually examined, and no issues were noted with the markerbands, blades or tip of the device. All blades were present and fully bonded to the balloon material. A visual and tactile examination of the hypotube identified a break 995mm proximal from the distal tip.

Event description:
It was reported that the catheter shaft broke. The target lesion was located in below-the-knee artery. A 2.5mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, the catheter shaft part broke making it difficult to push or delivered to the lesion site. The device was removed intact from the patient's body without any problem. The procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after procedure.